Event description:
Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads (from the same lot) located in the cervical area. It was reported the patient has been receiving inconsistent/ineffective therapy. Reprogramming attempts to provide resolution have been unsuccessful. An impedance check revealed high impedance. Allegedly, the patient underwent x-rays and a CT scan but the results are unknown. Regardless, the patient will undergo surgical intervention on a later date.